Manufacturer narrative:
Additional concomitant medical products: 6947m62 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received eight shocks for ventricular tachycardia/ventricular fibrillation. It was noted that some of the shocks were possibly delivered for rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.